Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, and granuloma.

Event description:
Patient reported against left side "aware of the recall of breast implants", "severe pain in both breasts" ,"hooks and swelling", "contracture" (baker grade unknown), "rupture", and ¿small granulomas". Device remains implanted.

Event description:
Patient's representative alter reported "bleeding gel" and "anxiety. The events of "food intolerance, loss of libido, arthralgia and myalgia... Depression, xerostomia and xerophthalmia, hair loss" are not device related.